Manufacturer narrative:
After battery installation, the entire lcd display was white. The user is unable to read the menus displayed on screen. Upon further review of the interior of the device , there was rust on the force sensor and the inner part of the motor end cap. Device received has a horizontal crack on the battery threads. The s/n label located between the belt clip rails is worn down to the point where it¿s illegible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the stuck button alarm. Customer¿s blood glucose was 4.5 mmol/l at the time of incident. The insulin pump will not be returned for analysis.